Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of lumbar radiculopathy. It was reported that the patient had this ins replaced and the healthcare professional (hcp) believed it depleted faster than expected. The patient stated the hcp thought the ins should have lasted 5-9 years but it did not. The patient stated they never turn the therapy off and that is why they are implanted with the current rechargeable device. The replacement happened in either (B)(6) the exact date was unknown. No further complications were reported/expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.